Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the patient experienced an infection (B)(6) and extrusion of the electrode into the outer ear. The patient was hospitalised, and the infection was treated with IV, oral antibiotics and oral steroids. The implant site was debrided on (B)(6) 2019. The device was explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.